Event description:
Baxter reported in 2009 during a dialysis session with a baxter uv-flash solution transfer set (lot unknown). The reporter stated that the uv-flash set was torn at the level of the inlet 2cm above the spike. According to the reporter, when the uv flash system was revolving just prior to the flash step, the system blocked the transfer set against the inlet and tore it. The nurses reported that the system was very dirty. The patient was dialyzed since 2008. There was no patient injury reported. The uv flash system had been cleaned up and was still used by the patient. The uv flash set was available for analysis but the lot number was unknown.

Manufacturer narrative:
.